Event description:
New information received notes that the patient's atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.

Event description:
Manufacturing related number: 2017865-2024-72085. It was reported that the patient presented in clinic for follow up. Interrogation of the device showed multiple inappropriate automatic mode switch (ams) episodes due to atrial lead noise. The noise was reproducible with pocket manipulation. Over-sensed noise was also noted on the ventricular lead. It was suspected that the noise was due to lead damage. No intervention was performed. The patient was stable.